Manufacturer narrative:
The implant date, lot number, manufacture date and expiration date were unable to be obtained though good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.

Event description:
It was reported that the patient experienced atrophy with an artificial urinary sphincter (aus). A replacement surgery was performed in which the existing device was removed and a new aus was implanted. No additional information was reported.